Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient reported a decrease in auditory performance when using the cochlear implant system. Results of an integrity test done on june 18, 2008 were consistent with normal receiver/stimulator function with multiple short-circuit electrodes. Deactivating the short-circuit electrodes did not solve the problem. The patient's device was explanted in 2008. Reimplantation plans were not reported at the date of this report. The patient has an implant in the contralateral ear.